Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer's blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer was advised to press the back arrow button until the screen turned off. It was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm due to corrosion on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No moisture damage was found on the motor or force sensor during visual inspection. Device was received with scratched case, case cracked behind the device near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.